Event description:
It was reported that the company representative inquired about this pacemakers longevity and power consumption. Technical services (ts) noted power consumption has been stable on latitide data as this time. No adverse patient effects were reported. Currently, the device remains in service. According to additional information received, this device was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data and confirmed increased power consumption then recommended device replacement. No adverse patient effects were reported. Currently, this device remains in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: d6b- explant date.

Event description:
It was reported that the company representative inquired about this pacemakers longevity and power consumption. Technical services (ts) noted power consumption has been stable on latitude data as this time. No adverse patient effects were reported. Currently, the device remains in service. According to additional information received, this device was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data and confirmed increased power consumption then recommended device replacement. No adverse patient effects were reported. Currently, this device remains in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the company representative inquired about this pacemakers longevity and power consumption. Technical services (ts) noted power consumption has been stable on latitide data as this time. No adverse patient effects were reported. Currently, the device remains in service. According to additional information received, this device was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data and confirmed increased power consumption then recommended device replacement. No adverse patient effects were reported. Currently, this device remains in service. Subsequently, additional information was received that reported that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Event description:
It was reported that the company representative inquired about this pacemakers longevity and power consumption. Technical services (ts) noted power consumption has been stable on latitude data as this time. No adverse patient effects were reported. Currently, the device remains in service. According to additional information received, this device was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data and confirmed increased power consumption then recommended device replacement. No adverse patient effects were reported. Currently, this device remains in service.